Manufacturer narrative:
Device technical analysis: the returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. The electrode did not pass these tests, however this was attributed to induced damage during the explant procedure. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that prior to device replacement pocket manipulation was performed due to previously delivered inappropriate therapy. The cause of the inappropriate therapy was oversensing of noise and baseline shifts associated with suspected sense b node impairment. This device system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that prior to device replacement pocket manipulation was performed due to previously delivered inappropriate therapy. The cause of the inappropriate therapy was oversensing of noise and baseline shifts associated with suspected sense b node impairment. This device system was explanted and replaced. No additional adverse patient effects were reported.